Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The procedure was completed and it was reported that the pneumothorax occurred because the physician overestimated the plural border. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. It was unknown if intervention was required. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.